Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken main tube approximately 1.4045" from the distal tip. No material was found missing. Components adjacent to this broken main tube do not show damage. The complaint regarding the broken tip was confirmed by failure analysis. Common causes of the failure mode broken instrument main tube are attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards causing it to crack and subsequently break.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the maryland bipolar forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that tip of maryland bipolar forceps instrument shattered the shaft. No additional information was provided. Isi followed up with the initial reporter and obtained the following additional information: no fragments were found to have fell into the patient. However the damage was noticed on the scope while it was inside the patient. Customer was unsure if patient had returned to hospital due to experiencing any post-surgical complications related to retention of foreign material.